Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5160188 received that states that on an unknown date, a 33mm epic plus mitral valve was implanted. On an unknown date, the patient experienced severe regurgitation and pulmonary edema from structural valve degeneration. The patient underwent a valve-in-valve surgery with a 29mm non-abbott valve implanted within the epic valve. On an unknown date, two years later, the patient developed recurrent bacterial endocarditis and the valves were surgical explanted. It was noted that the non-abbott valve was slightly flared outside of the epic valve.

Manufacturer narrative:
An event of severe central mitral valve regurgitation, valve in valve, endocarditis, and explant of the valve was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, to see if there were any valve abnormalities could not be performed as the device was not returned for analysis. Based on the information associated with this complaint, the exact cause of the reported event could not conclusively be determined. The reported surgical intervention was a resulted of case-specific circumstances, additional valve was implanted (valve-in-valve).